Manufacturer narrative:
On 06nov2017 a call was placed to the pts treating eye care provider (ecp) and the additional information was obtained: the pt returned on (B)(4) 2017 to the clinic; diagnosis: scar od healed; outcome: recovered; levofloxacin and fluorometholone eye drops were discontinued; the pt was prescribed artificial tears for dry eye symptom. No additional medical information was received, no additional medical information is expected. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 our affiliate in (B)(4) received a call from a johnson and johnson sales representative who reported a patient (pt) presented to an eye care provided (ecp) on (B)(6) 2017 and was diagnosed with corneal staining while wearing acuvue 2 contact lenses. Treating ecp reported the following on (B)(6) 2017: on (B)(6) 2017, pt reported ¿his/her vision blurry and lost his/her good eyesight in ou.¿ pt¿s symptoms persisted and eyes were red after removal of the cls. Pt had corneal staining. On (B)(6) 2017, pt presented for ocular examination and a ¿scratch¿ was found. Pt was diagnosed with red eye, keratitis superficial diffuse, and corneal edema with descemet¿s membrane ¿got wrinkled.¿ pt was instructed to d/c lens wear. Pt experienced symptoms on about day 7 of the cl wear cycle. Pt was using a ¿quite old and opened solution.¿ pt¿s ¿visual acuity was getting recovered a little at present.¿ treating ecp reported the following on (B)(6) 2017: pt presented on (B)(6) 2017. Symptoms: ou: keratitis superficial diffuse which spread in cornea in the form of ¿ground glass¿; cornea ¿got swollen¿ and descemet¿s membrane ¿got folded¿; red eye; ¿as a result, pt had poor vision.¿ no infection found. Diagnosis: od: corneal edema, keratitis, with a suspicion of corneal infiltrates ¿a small hollow out in upper part of cornea¿ corrected va: (B)(6)2017: 0.2 (20/32) od; (B)(6) 2017: 1.2 (almost 20/20) ou; (B)(6) 2017: 1.5 (20/32) ou prescription: levofloxacin 1.5% eye drops (qid), fluorometholone eye drops (qid), sodium hyaluronate eye drops (qid). Od drops to be continued as ¿white opacity was found in the small hollow, which might disappear soon.¿ outcome: od: resolving. Corneal edema and keratitis in ou resolved. The ¿hollow¿ in od is not ¿hollowed out any longer¿ and it ¿gets stained a little by fluorescein test and almost resolved.¿ a follow-up visit is to be arranged for the od. On 16oct2017, treating ecp reported the following: pt was seen on (B)(6) 2017 for follow up. Prescription changed on (B)(6) 2017: levofloxacin 0.5% eye drops; fluorometholone 0.1% eye drops; sodium hyaluronate 0.1% eye drops (qid for od) f/u date (B)(6) 2017: prescription on (B)(6) 2017: levofloxacin 0.5% eye drops; fluorometholone 0.1% eye drops; sodium hyaluronate 0.1% eye drops (tid for od). F/u date (B)(6) 2017: ¿though opacity remains a little in the upper part of cornea od, it is close to be resolved.¿ pt is to continue applying eye drops until the next visit on (B)(6) 2017. Pt voluntarily discontinued cl wear although ecp advised pt could return to cl wear ou. Pt¿s va was not examined since pt¿s corrected vision was 1.5 (20/32) as of (B)(6) 2017. Prescription on (B)(6) 2017: levofloxacin 0.5% eye drops; fluorometholone 0.1% eye drops; (tid for od); no additional information has been received. The lot number is not available. The suspect lenses are available for return. One lens case containing a lens was received. The lot # is reported as unknown, but the parameters of the prescription were provided for evaluation. The parameters of the opened lens were measured and a visual inspection was performed. The lenses meet company standards for power, center thickness, and diameter. An edge tear and the acuvue ¿123 mark ¿was observed on the lens received in the lens case. This report is for the patient¿s od. The os will be documented in a separate report. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.